Manufacturer narrative:
The investigation is ongoing. The cause of this event is unknown.

Event description:
Customer reported false positive bhcg when compared to repeat testing on the same instrument and additional urine testing on a different instrument. There is no report of injury due to this event.